Manufacturer narrative:
Correction: please retract this report 2017865-2026-03777 as the right ventricular (rv) lead should not have been submitted as a medical device report (MDR) as additional information received indicates that the rv lead was a temporary lead for the patient until the infection was cleared.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced with a leadless pacemaker on (B)(6) 2026 due to infection. The patient condition was not known.